Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose decreased to 30 mg/dl. The customer treated with glucose tabs. He stated that he will send his blood glucose reading to his endocrinologist today. Troubleshooting for the low blood glucose was declined. No products were returned or replaced.